Manufacturer narrative:
The heart is a multivalvular system. Repair or replacement of one valve may affect the function of the adjacent valve by changing the heart structure and hemodynamics. Additional surgical/percutaneous intervention may be required for the adjacent native valve or prosthetic device related to the newly implanted device. The device was not returned for evaluation, as the device was not received by hospital pathology. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned from received medical records that a 25 mm aortic valve was implanted, leading to severe native mr and mv replacement. Per medical records the patient presented with fever and chills, aortic root abscess, sepsis and acute stroke with hemorrhagic conversion. Upon replacement the 25 mm valve was well seated and functioning appropriately. Following this the patient was noted to have a notable change in mv geometry, the anterior leaflet was tethered, there was a large gap centrally which resulted in severe mr, the restricted anterior leaflet of uncertain origin. The patient underwent mvr with a 33 mm valve, the mv was tested and found to be competent. Weaning from cpb was unsuccessful due to poor biventricular function and the patient was placed on ECMO. The patient was transferred to ICU with open chest in critical condition.

Manufacturer narrative:
The most likely cause is patient and procedural factors, including the "notable change in the mitral valve geometry" and the "anterior leaflet of the mitral valve [which] was apparently tethered," causing "a large gap centrally which resulted in severe mr." The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives. Updated b5 and b7 per new information received.

Event description:
It was learned from medical records that a 25mm aortic valve was implanted, leading to severe native mr and mv replacement. Per medical records the 25mm valve was well seated and functioning appropriately. Following this the patient was noted to have a notable change in mv geometry, the anterior leaflet was tethered, there was a large gap centrally which resulted in severe mr, the restricted anterior leaflet of uncertain origin. The patient underwent mvr with a 33mm non edwards valve and the mv was tested and found to be competent. Weaning from cpb was unsuccessful due to poor biventricular function and the patient was placed on ECMO. The patient was transferred to ICU with open chest in critical condition. The bleeding was improved, but the patient became progressively more coagulopathic. He was also severely acidotic and requiring crrt. Given his persistent hemodynamic instability, hemorrhage, and multi-system organ failure, family discussion was held, and the decision was made to withdraw further aggressive care. The patient expired on pod #1.